Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump lost settings during a battery change. The insulin pump was unresponsive to new battery. The insulin pump alarmed motor error, button error, and no delivery. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. Insulin pump received with cracked battery tube thread noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. Insulin pump passed self test, unexpected restart error test, off no power test and all operating currents tested within the specification range.